Manufacturer narrative:
Follow-up # 2 ¿ (08/29/2014). The lay user/patient¿s products have been returned and the test strips were evaluated by lifescan product analysis on 08/26/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate high readings of ¿239 mg/dl and 154 mg/dl¿ compared to normal reading/feeling. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The patient¿s diabetes is managed with the insulin pump. The alleged inaccurate high issue began approximately 45 days ago. Reportedly, the patient managed his diabetes based on the usually high readings like ¿239 mg/dl and 154 mg/dl,¿ and subsequently developed symptoms described as ¿weak, feeling hot, sweating, and disorientation¿ on several occasions. Whenever he developed the aforementioned symptoms, he was able to administered self treatment with food/drink. He never had to be treated at the hospital for any acute complication of diabetes. During troubleshooting, the patient confirmed that the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after he took insulin based on the alleged inaccurate high readings. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (08/19/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.